Manufacturer narrative:
Additional information: on january 21, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on december 28, 2020, mentor became aware that the patient underwent unilateral device removal and replacement with a 750cc mentor memorygel breast implant, catalog number 3507501bc, serial number (B)(6) on (B)(6) 2020. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 750cc breast implant had a tear on the anterior view, measuring approximately 14.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6), 2021, mentor became aware that the patient was 36 years old at the time of event and that the patient also experienced capsular contracture on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported a female patient underwent breast surgery with 750cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 750cc mentor memorygel breast implant, catalog number 3507501bc, serial number (B)(4) on an unspecified date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the left sm mpp gel 750cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 750cc breast implant had a tear on the anterior view, measuring approximately 14.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).